Manufacturer narrative:
Additional information: describe event or problem.

Event description:
Further follow up with the treating healthcare professional revealed: the reported granuloma was "removed by plastic surgeon" and symptoms resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: warnings: ¿ "injection procedure reaction to juvéderm® ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details." Adverse events: per table 1: injection site responses by maximum severity occurring in >5% of treated subjects (number/% of subject nlfs) possible injection site responses post injection with juvéderm® ultra include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Postmarket surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma."

Event description:
Company representative reported on behalf of a clinic that a patient was injected at another clinic "about 9 months to a year ago" in the lips with an unknown dermal filler. The patient visited the reporting office "with granuloma in the lip area." Patient was treated with hyaluronidase. There is no noted biopsy to confirm the reported granuloma. Symptoms are ongoing.